Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of button error alarm. The customer stated that all the buttons were not sensitive. The customer's blood glucose is normal, did not require medical treatment. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump buttons responded properly. No flattened button dome switches or unlock on lcd keypad connector noted. The insulin pump passed idle current test, run current test, self- test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No moisture damage/damage on electronics noted. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip and missing endcap sticker.